Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a medium oval flexible sensation snare was used in the colon during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the snare wire was broken during use in the patient. The snare was removed and the procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and stable.